Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report low blood glucose levels and to have help reprogramming their insulin pump. The customer's blood glucose level was 34 mg/dl and treated with food. The customer went through troubleshooting and found that the insulin pump was showing a black circle on the display and therefore not delivering customer any insulin. The customer was advised to monitor their blood glucose levels. The device was not returned for analysis.